Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance, high thresholds and no capture were observed on the right ventricular (rv) lead post operatively. Rv lead was turned off and remains implanted. No patient complications have been reported as a result of this event.